Event description:
It was reported that customer¿s pump issued cartridge alarm 20 during normal pumping, and alarm persisted even after customer loaded second cartridge using proper technique. There was no reported impact to the customer¿s blood glucose level. Customer contacted distributor support, was instructed that pump needed replacement, received storage and return instructions, and agreed to return affected pump under warranty while declining goodwill cartridges and choosing not to disclose backup insulin therapy method.